Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgeon attempted to place the anchor but it wouldn't go in. The surgeon removed the anchor system and saw a broken piece of the drill. He tried to remove the piece with a grasper but was unable to get it out of the glenoid.